Manufacturer narrative:
Result: defective load cell at the foot-end.

Event description:
It was reported by service report that the scale was not functioning properly. It is unknown if there was patient involvement. However, no adverse consequences were reported.